Event description:
About a month prior to the date of this report, it was reported that the patient was experiencing a loss of therapeutic effect. The patient noted return of symptoms a couple of days previous. It was stated he had had remarkable symptom control for the past 5 years. The patient had the device checked in (B)(6) 2013 and was told the battery was still good. The patient went in on (B)(6) 2013 and was told that the battery level dropped 50% since (B)(6) and the nurse suggested replacement. The physician wanted to try other programs first before scheduling surgery. The physician switched him to a different program that day. Prior to this, the patient had been on the same program since implant and that worked the best. The patient preferred to replace battery at this time instead of working with different programs. As of the date of this report, it was reported the cause of the event was unknown. It was unknown if the battery was depleted. The device was replaced on (B)(6) 2013. The patient experienced increased urinary frequency and urgency associated with the event. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v052583, implanted: (B)(6) 2007, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).